Event description:
Patient reporting pump went off with high pressure alarm [or to change cassette, unclear]. Pt and husband changed cassettes, pumps, and tubing and reported both pumps still gave the high-pressure alarm. Told patient it may be a problem with her internal line and she would need to go to the hospital, but they said neither of the pumps were priming the tubing either. Called back patient and updated her with (B)(6) advice. They completed changing the cassette and tubing and the pump primed, worked normally, and the infusion resumed. Patient mentioned her pump goes off to be changed at inconsistent times, sounded to (B)(6) like she is letting the pump run dry instead of changing at regular 48 hour intervals, and said. He would reach out to the (B)(6) nursing to follow up with the patient. No further information available or dates are known or were reported. All known info is contained on this form. Any add'l info will be provided on a separate report. No add'l info details or dates are available at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Unk; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion? Unk. Is the infusion life sustaining? No; what is the outcome of the event? Unk. Reported to (B)(6) by pt/caregiver.